Event description:
Complainant alleged that during a fourth defibrillation on a patient (age & gender unknown), the device would not discharged and displayed a "poor pad contact" message. The clincian then reconnected the paddles and was able to delliver therapy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.